Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-may-2019, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 27-apr-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported the patient¿s leads would shift due to the patient¿s activity level, so he would never get the same area of coverage. The percutaneous leads were replaced with a paddle lead on (B)(6) 2019 to try and resolve this issue. Additionally, there was premature battery depletion and that the battery lasted only half of its life. The battery had only been over-discharged once. The implantable neurostimulator was also replaced on (B)(6) 2019. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomalies. Analysis of the leads ((B)(4) found no significant anomalies. Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to overdischarge{s}. If information is provided in the future, a supplemental report will be issued.